Event description:
The customer stated that he was hospitalized for high blood glucose levels. The customer stated that his blood glucose levels were above 600 mg/dl on the day of the event. The customer stated that he ate a lot, but was unable to bolus the required amount because the maximum bolus setting was set too low. The customer stated that the hosp found that he had some kidney problems as well. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.